Event description:
A consumer experienced a pseudomonas positive corneal ulcer in their right eye after 12 hours of extended wear use of focus night & day lenses which resulted in a corneal transplant. Medical reports have been requested, however, none have been provided as of time of this report. No further information is available at this time.